Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that both screws on s1 deviated about 1 centimeter (cm) from the plan. There was no impact to patient's outcome and surgical delay time was not provided. Additional information received from a manufacturer representative reported that the patient had deficits prior to surgery.

Event description:
Additional information was received. It was reported that the procedure being performed was a minimally invasive (mis) transforaminal lumbar interbody fusion (tlif). It was noted there was no new injury to the patient and no surgical delay time.

Manufacturer narrative:
H2) correction made to section g2. H2) additional information: a1-a4) patient information was unavailable from the site. H2) additional information: section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.